Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a (B)(6) post that they experienced a high blood glucose level of 400 mg/dl and had a bent infusion set cannula. The customer treated with a syringe. The customer stated that their blood glucose level dropped back after treating. The customer stated that the infusion set must have been crimped and the insulin was not flowing. The insulin pump will not be returned for analysis.